Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during operation on a patient on (B)(6) 2026 around 4:20 pm, the device reported a ventilator failure. There was no patient injury reported.

Event description:
It was reported that during operation on a patient on (B)(6) 2026 around 4:20 pm, the device reported a ventilator failure. There was no patient injury reported.

Manufacturer narrative:
The provided log file was analyzed for the investigation. The described behavior could be reproduced. On the day of the reported event, an implausible pressure difference was detected between the measured pressure values pinsp. And pexsp. In accordance with the specification, a safety shutdown was performed on the detected pressure peak and an alarm was triggered with "vent fail". A technical failure was not detected. The device alarms a ventilator failure with the highest alarm priority acoustically and visually. In this state, manual ventilation can be performed immediately via the manual ventilation bag (spontaneous breathing is also possible). Fresh gas dosing and anesthetic dosing via the connected vapore are still possible, and monitoring is also maintained. Possible causes are a spontaneously increased resistance at the inspiratory outlet of the breathing system (tube) or moisture (water droplets) in the measuring line of a pressure sensor. The exact circumstances that led to the pressure peak could no longer be clearly reconstructed based on the information provided. After the event, the atlan passed the internal system test several times, while showing no indications of a device failure. There are no indications of a persistent device failure. The cause of the problem described could not be confirmed. The number of comparable cases in relation to the root cause is within the originally assumed range of the underlying risk assessment and is therefore accepted.